Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had concern for infection around their pacemaker site. It was reported that the patient had chest pain and experienced syncope for one hour. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.